Event description:
It was reported that the pt experienced loss of analgesia. The hcp was unable to aspirate fluid. The catheter was blocked with "black precipitant". The pt underwent surgical intervention and recovered without sequela.

Manufacturer narrative:
Result: used for the catheter.